Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional clarification received: the customer was contacted after the initial communication and question about the part of the jaw the broke off. The customer examined the piece that broke off and determined that the top jaw was the part of the device that broke off.

Event description:
It was reported during a laparoscopic vaginal hysterectomy the bottom jaw broke off and fell into the patient. The pieces were retrieved and there were no patient consequences reported. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). The device was received with the upper jaw detached and with the iblade upper tip broken off, both remaining pieces were returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaws and the iblade prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.